Event description:
It was reported that the drill is leaking fluid. This was discovered during a procedure, the pt was not affected and there were no adverse consequences. No delays were reported as back ups were used.

Manufacturer narrative:
The device was returned to the MFR for eval and samples were taken for analysis. This report will be updated when the investigation is completed.